Event description:
Follow-up was conducted and from the information obtained from the device clinic it was further reported that there have been no performances issues with the device. It was noted that emi (electromagnetic interference) did not affect the device. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient called to report that while at the soccer complex they stood by a pole with a transformer box only ten to twelve feet off the ground. They started to feel very agitated. They took their heart rate and it was in the thirties. The patient said that when they left the area they felt better. The same day they went back and walked by another pole and felt the same way. The patient is inquiring if the lights/transformer box can affect their pacemaker. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).